Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The instrument was found to have a bent grip tang near the base of the grip tip, which prevented the grasper from releasing the tissue. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the 8mm force bipolar instrument would not release the patient's tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the omentum around the stomach was caught by the instrument's jaws after 30 to 45 minutes of use. The tissue was successfully released using the irk. No tissue was excised due to this event. There was no bleeding or injury to the patient. The event did not impact the procedure, apart from a slight delay.